Event description:
It has been reported the pt has been experiencing itching all over her body. An allergy potassium dichromate patch test was performed indicating the pt is allergic to the chromium coat. Further f/u indicated, the itching has not improved with the use of medications. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.